Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had high impedance at their appointment. The patient had reportedly heard a pop and felt vibrations in their neck that had since resolved. The patient later reported that they had felt pain in their neck and chest. Per the patient, no trauma had recently occurred to the neck or chest. Surgery is likely but has not occurred to date. No additional information has been received to date.